Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she got into the shower with the insulin pump and afterwards the device had a rainbow effect underneath the display. The customer's blood glucose level was 500 mg/dl. The customer stated that she dropped the device a few times and it may have a crack. The customer was unable to troubleshoot. Nothing was replaced or returned for analysis.